Event description:
Additional information was received that additional alerts were noted for continued high shock impedances so the patient was seen by their physician. Non-invasive programmed stimulation (nips) was done to try and determine if there was a lead issue. And normal impedances were noted. The physician elected to continue to monitor for now. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this patient's home monitoring equipment detected both a high out of range shocking impedance as well as a low out-of-range (oor) shocking impedance for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this patient states they hear beeping tones emitted from their device. The beeping pattern of three only beeps is not indicative of a device tone, but likely something in the patient's environment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.